Event description:
It was reported that the patient's controller was switching from manual mode to automated mode on it's own delivers uncommanded boluses. The patients visits their physician every 3 months and their settings are adjusted as needed, by physician. Blood glucose levels were reported to be 250 mg/dl. Medical assistance was not sought as a result of this event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported uncommnaded bolus. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.